Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. The sample is not yet returned for investigation

Event description:
The customer complaints about blood leak during treatment during the first use. Blood flow rate 220ml/min tmf: 309mmhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.